Event description:
The pt developed an infection and the implantable neurostimulator was explanted. The type of infection organism was unk. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). No device analysis was performed; the device met risk-based analysis criteria.